Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977d260, serial# (B)(4), product type: screening device.

Event description:
A manufacturer representative reported that the day prior to the report the patient had an incontinence episode. After this the patient quickly changed their soiled clothing and pulled tape off of the area where the trial lead was secured to their back. After this they were no longer feeling stimulation in the painful area and they were experiencing belly stimulation. Reprogramming was used to move the stimulation back into the needed area. It was unclear if the trial lead had moved. The patient status was listed as ¿alive ¿ no injury¿ and the issue was considered resolved at the time of the issue. The patient had a history of chronic pain and back surgery.

Event description:
Additional information was received from the manufacturer representative (rep). It was unknown if there was a lead migration. The rep suspected that was what it might have been as the patient was never able to recapture stimulation in the needed area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.